Event description:
It was reported that the patient's right ventricular (rv) lead exhibited failure to capture and the patient experienced low heart rate. The rv lead was explanted and replaced. The patient was stable throughout.